Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The cannula was returned disassembled. The cannula housing pegs were intact as were the cannula base sockets. The adhesive used to reassemble the trocars fluoresces, so the pegs and sockets were examined using an ultra violet lamp. Only two of the four sockets were observed to fluoresce indicating that adhesive had not been applied to all four sockets as required by the procedure. A retraining was conducted to stress the importance of properly applying adhesive to all four of the cannula sockets. This is the first complaint of this nature that sss has received.

Event description:
It was reported that during a procedure, when gas was applied to the trocar, the "valve came off and the rest of the trocar fell apart. A spring fell into the patient's abdomen. It took 30 minutes to remove the piece and replace the device." Nothing was left inside the patient and no patient injury was reported by the user facility.